Manufacturer narrative:
Initial 3 of 8. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
Patient reported eight infusion set fell off during use occurred on (B)(6) 2026. Infusion was in use for 3 hours each. No further information available.